Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional procedure to remove infected mesh" however medical records are not available at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010303, lot number huar2069 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional procedure to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional procedure to remove infected mesh" however edical records are not available at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few months post implant of ventralex mesh, patient was diagnosed with infection and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists pain as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Update fields: a2, a4, b4, b5, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: d.6a (date of implant), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huar2069 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional procedure to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected from underneath the fascia, and the fascia was dissected circumferentially. A ventralex mesh was placed under the fascia and sutured. The tails of the mesh were cut away.¿ (B)(6) 2017 - patient visited hospital for with chronic wound infection thereby provided wound care with antibiotics. (B)(6) 2017 - during visit, patient presented with localized pain on the peri umbilical wound, drainage and infected mesh thereby underwent mesh explant. Per operative notes, ¿two open wounds above and below umbilical region were noted and removed. Purulent discharge was noted with consistent inflammation of lower part of the abdomen. The mesh was transected and removed 90%. Patient continued with wound care.¿ (B)(6) 2017 - patient visited hospital for follow-up and appears to have abdominal abscess and open wound thereby continued with local wound care. (B)(6) 2017 - during visit, patient was diagnosed with reducible asymptomatic hernia and appear to have small bowel within the hernia. Attorney alleges that the patient had abscess, infection, mesh migration, pain, mesh removal and emotional injuries.